Event description:
It was reported that the patient was prescribed to indwell a foley catheter due to urinary retention. On (B)(6) 2022, the nurse performed strict aseptic operation and lubricated the catheter with iodophor cotton balls. The catheter placement process was smooth, and 15ml of sterile water was injected into the balloon, and urine drainage was good. On (B)(6) 2022, the patient's urinary catheter fell out, and the front-end of balloon was checked for rupture. Re-indwelling a new catheter and kept observation, which increased patient's suffering.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was prescribed to indwell a foley catheter due to urinary retention. On 2022-08-13, the nurse performed strict aseptic operation and lubricated the catheter with iodophor cotton balls. The catheter placement process was smooth, and 15ml of sterile water was injected into the balloon, and urine drainage was good. On (B)(6) 2022, the patient's urinary catheter fell out, and the front-end of balloon was checked for rupture. Re-indwelling a new catheter and kept observation, which increased patient's suffering. Per follow up information received on 24sep2022, there were no missing balloon pieces. The catheter fell out by itself. No impact to the patient.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be insufficient latex strength, low/non-uniform rubberize thickness, wire pressing technique, stripping technique etc. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿do not use the product of have latex allergy scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box.¿ the device was not returned.